Event description:
The facility states that the lens became damaged while maneuvering the lens throught the delivery system prior to implant. There was no pt injury. It was unknown if there was a product malfunction.